Event description:
It was reported the high definition lcd monitor would not turn on at all. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: direct current power but not alternating current power, no image on sdi 1 connector and dim image were discovered. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation the cause is traced to direct current power but not alternating current power. Regarding the reportable issues found during the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.